Event description:
Hosp purchased 32 pt monitors made by philips called tele mon or model m2636b. Unit came with a one year warranty. Months after the warranty had expired hosp has had five of these monitors lose its software almost on a monthly basis. Software has not been able to be reloaded by hosp nor the MFR. Hosp has had to purchase new main boards - costly. If the monitors for some unexplained reason lose its software it must be a design/engineering problem that philips has overlooked. Monitors are not reliable for the age of them. Rptr could understand if they were five years old, one failure a year, signs of abuse, but this is not the case. Monitors are going blank almost on a monthly basis.